Manufacturer narrative:
The device was received for evaluation with the packaging torn at the top of the bag. Investigation determined that during manufacturing there is nothing sharp that could cause a tear in the pouch. The cannula couldn't have caused the tear, as the inner packaging was intact, and the force required to push the outer pouch would have pushed it through both the inner and outer pouches. Investigation determined that the package was most likely torn manually by hand outside of production.

Event description:
According to the available information, the external packaging was defective and sterility of the device could not be guaranteed.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.